Manufacturer narrative:
(B)(4).

Event description:
It was reported the device did not vibrate during a vibratory patient notifier testing. The device was explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator. No adverse consequences to the patient. The patient condition is stable.

Manufacturer narrative:
The reported field event of no vibratory notification was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
Manufacturer report 2938836-2017-01447, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).¿